Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿whitish gelatinous foreign material in air/water (a/w)-channel and a/w-cylinder¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage and cracked distal end. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, the plug unit had a scratch, due to a crack on the distal end the water tightness was lost, and the adhesive on the bending section cover rubber was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the gastrointestinal videoscope to olympus for evaluation for an unspecified reason. During the device evaluation the following reportable malfunction was found: a gelatinous foreign material was found inside the aw (air/water) tube and aw cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.